Event description:
It was reported that this pacemaker had a stored signal artifact monitoring (sam) episodes which revealed a low out of range impedance measurement of less than 200 ohms on the right atrial (ra) lead. Additionally, there was a lead safety switch (lss) that had occurred. The patient is not dependent therefore, the minute ventilation (mv) feature may be programmed off. Technical services discussed troubleshooting and the patient will be evaluated in the clinic. This device and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a stored signal artifact monitoring (sam) episodes which revealed a low out of range impedance measurement of less than 200 ohms on the right atrial (ra) lead. Additionally, there was a lead safety switch (lss) that had occurred. The patient is not dependent therefore, the minute ventilation (mv) feature may be programmed off. Technical services discussed troubleshooting and the patient will be evaluated in the clinic. This device and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.